Manufacturer narrative:
Other - no growth of positive control.

Event description:
The affiliate reported a customer alleged that after a 48-hour incubation, the positive control cyclesure biological indicator (bi) showed a negative reaction. The customer reported that since this event, the new bi's from different lots have been used with no issues. The affiliate did not provide information if any bi's from the suspected lot were processed.